Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. On (B)(6), 2015 the patient was taken into the or and administered general anesthesia to debride the excess skin and the abutment was removed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.